Event description:
It was reported that the control iq software intermittently did not accurately adjust the amount of insulin delivered. Reportedly, the pump reverted to delivering insulin based off the personal profile settings instead of based of control iq settings. A pump reset was performed to address the issue, and the customer continued to use pump for insulin therapy. Customer's blood glucose ranged from 268-269 mg/dl.

Manufacturer narrative:
Device not returned.